Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of low blood glucose readings and hospitalization. The customer had paramedic assistance with low blood glucose. The customer did not want to be contacted regarding his low blood glucose